Event description:
It was reported that the patient saw the canula was bent and thinks her issue was scar tissue event on (B)(6) 2026. Which resulted in high blood glucose level (over 400) and treated by injected insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.